Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod between 4 and 24 hours, the patient noticed that the cannula did not insert into the skin, and after removing the pod, it was noticed that the needle was still visible, indicating a needle mechanism failure. The patient also noticed a kinked cannula and that bg levels rose to 28 mmol/l (504 mg/dl).